Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes had platelet clumping. This event occurred 8 times. The following information was provided by the initial reporter: "sm 367861 platelet clumping".

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes had platelet clumping. This event occurred 8 times. The following information was provided by the initial reporter: "sm 367861 platelet clumping."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to platelet clumping were observed. 100 retention samples were visually inspected with no issues being identified. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (platelet clumping) because the defect was not evident in the testing of the complaint lot samples. Replicates (platelet analysis) of both retain and control samples tested were acceptable in terms of both precision and accuracy (validation attached). Laboratory analysis of retain and control samples demonstrated clinically acceptable performance for all visual observations evaluated. All samples performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for platelet clumping. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to platelet clumping were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.